Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19814. It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead and inappropriate automatic mode switch due to noise oversensing on the atrial lead. Programming changes were performed for the rv lead, but no changes were performed for the atrial lead. The patient condition was stable.